Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain three of five of peritoneal dialysis (pd) therapy. During troubleshooting, it was reported that there was a separation between the patient line of the homechoice cassette and the transfer set that led to this alarm. Renal therapy services (rts) assisted the patient to clear the alarm and removing the supplies. Rts reviewed proper procedures and discussed continuous ambulatory peritoneal dialysis. There was no patient injury or medical intervention associated with this event. No additional information is available.